Event description:
It was reported that the patient received an inappropriate shock due to oversensing of atrial flutter. Boston scientific technical services (ts) was consulted and discussed the cause for the oversensing was likely due to the location of the right ventricular (rv) lead. Ts suggested adjusting the automatic gain control on the cardiac resynchronization therapy defibrillator (crt-d). Three and a half years later the patient received inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shocks due to continued oversensing of the atrial flutter. Pacing inhibition did occur, however it was noted that the patient has an underlying rhythm. Ts again discussed that the location of the rv lead was likely the cause of the oversensing. An x-ray was taken which found that the proximal end of distal coil is at the level of the tricuspid valve. The clinic planned to assess how they would move forward in dealing with the rv lead. At this time the rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of atrial flutter. Boston scientific technical services (ts) was consulted and discussed the cause for the oversensing was likely due to the location of the right ventricular (rv) lead. Ts suggested adjusting the automatic gain control on the cardiac resynchronization therapy defibrillator (crt-d). Three and a half years later the patient received inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shocks due to continued oversensing of the atrial flutter. Pacing inhibition did occur, however it was noted that the patient has an underlying rhythm. Ts again discussed that the location of the rv lead was likely the cause of the oversensing. An x-ray was taken which found that the proximal end of distal coil is at the level of the tricuspid valve. The clinic planned to assess how they would move forward in dealing with the rv lead. At this time the rv lead remains in service and no adverse patient effects were reported. Additional information was received and noise was also reported. This right ventricular (rv) lead has been surgically abandoned. No additional adverse patient effects were reported.